Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced issues with infusion sets once during insertion and one while the patient had it on. With the first one, the patient inserted it fully but when the patient removed the needle, the entire piece came off and the sticky part remained on the skin. Everything came off and detached from the patch. This had happened in the past as well. It just appeared as if when the needle came out, it took everything with it. Thereafter, the patient had to manually remove the adhesive. With the second one, it was inserted fine but about one hour after insertion, while the patient was removing it to take a shower, the plastic tubing separated like it completely broke off at the quick release. The site location was higher part of left leg and the pump was clipped to the belt. The infusions were stored in the closet at home with no extreme temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.